Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2013-21462, reference MFR. Report: 1627487-2013-21463. It was reported the pt has lot weight and is currently experiencing discomfort due to the ipg flipping and moving in the pocket. Additionally, the pt is experiencing unintended positional right breast stimulation. X-rays will be taken as the next course of action.